Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that sparks came out of the pump near the wake button. Reportedly, the customer was sweating and the pump shocked the customer "a little bit". There was no adverse impact to the customer's blood glucose level. Initially, the customer continued to use the pump for insulin therapy however, customer ultimately reverted to an alternate method of insulin therapy.